Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call air bubbles anomaly on the insulin pump. Troubleshooting for air bubbles anomaly was performed. Customer advised there were excessive amounts of air bubbles located inside the reservoir. Customer was advised that replacement reservoirs will be sent out and they agreed to return the reservoirs for further analysis.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.